Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer via medwatch, "the adapter/connector in the arterial line bundle malfunctioned. The lumen in the connector is not patent. I have had this issue twice within the last 2 weeks. The malfunctioning part was given to the micu charge nurse." No medical intervention, serious injury, or follow-up care has been reported. It was reported this occurred on two occasions. This report addresses the second occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by the customer via medwatch, "the adapter/connector in the arterial line bundle malfunctioned. The lumen in the connector is not patent. I have had this issue twice within the last 2 weeks. The malfunctioning part was given to the micu charge nurse." No medical intervention, serious injury, or follow-up care has been reported. It was reported this occurred on two occasions. This report addresses the second occurrence.